Event description:
During a variceal ligation of esophageal varices, the physician used a cook 6 shooter saeed multi-band ligator. It was reported that the handle could not be rotated during device installation stage. This malfunction will ultimately lead to difficulty or inability to effectively deploying bands, which is a reportable event. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence.

Manufacturer narrative:
Investigation evaluation: a product evaluation was not performed in response to this report because the product said to be involved was not provided to cook for evaluation. The report could not be confirmed. The device history record for the lot number said to be involved was reviewed. A discrepancy or anomaly was not observed with the product that was released for distribution. Investigation conclusion: we could not conduct a complete investigation because the product said to be involved was not returned for evaluation. A definitive cause for the reported observation could not be determined. However, the additional information received indicates that an olympus tjf-260 side view scope was being used in the procedure. The mbl-6-f device is designed to work with fujinon forward viewing scopes. The most likely cause of the reported issue is due to the user using a side viewing scope for the procedure. Prior to distribution, all 6 shooter saeed multi-band ligators are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all manufacturing requirements prior to shipment. Corrective action: a review of the complaint history was conducted. The likelihood of occurrence is considered remote. Corrective action is not warranted at this time based on the quality engineering risk assessment. Quality assurance will continue to monitor for complaint trends and reassess the risk assessment results as post market feedback continues to become available additional comments regarding this report: based on the information provided that an olympus tjf-260 side view scope was being used in the procedure. The mbl-6-f device is designed to work with fujinon forward viewing scopes. A cook representative has been directed to contact the medical facility involved in an effort to promote further education and understanding related to appropriate usage of this product.